Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the returned stent was found to be deployed and deformed with frayed edges. The stent introducer sheath was returned, and no issues were noted. The stent delivery wire was found to be kinked/bent. Functional inspection was unable to perform as the subject stent was found to be deployed and damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that, there was no anomalies noted to the flow diverter delivery system prior to use. The device was prepared as per dfu, continuous flush was maintained, and the patient¿s anatomy was tortuous. The patient received dual anti-platelet agents prior to procedure and post procedure. Access was through femoral. There was resistance during flush with sterile saline (device preparation), during introducing the stent to the microcatheter and during navigation to the target lesion. Resistance was encountered while advancing the subject stent inside the microcatheter. The position of the delivery catheter was confirmed by visualizing the radiopaque markers and the position of the flow diverter implant was confirmed between the two marker bands. The user was able to push the stent delivery wire while deploying the stent. Resistance was encountered during the flow diverter deployment. In the physician¿s opinion the reason the flow diverter did not open was device malfunction. A balloon was not used to fully open the flow diverter. The location of the flow diverter when it failed to open was the terminal internal carotid artery. The mid part of the flow diverter failed to open. The stent was removed by pulling out together with the microcatheter. There was not any clinical consequence. A long sheath, distal access catheter, microcatheter was used with the flow diverter. The size of the flow diverter was appropriate for treatment site. The catheter tip was not shaped. Product analysis found the stent delivery wire was kinked. The stent had been deployed and it was deformed with the braid edges frayed which most likely occurred during the difficulty experienced re-sheathing the stent. An assignable cause of procedural factors will be assigned to the as reported ¿stent difficult/unable to pull stent back into sheath¿, ¿stent failed/unable to open (when not implanted)¿, ¿stent friction¿ and ¿stent difficult/unable to advance or pull back through catheter¿ and as analyzed ¿stent deployed prematurely during use¿, ¿sdw kinked/bent¿ and ¿stent deformed¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
Analysis of the returned device found that the subject stent was prematurely deployed inside the microcatheter. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.